Event description:
It was reported to resmed that an astral device failed to power on while using its internal battery and display is black when the device is plugged into ac. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The internal battery and main circuit board were replaced to address the issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to power on while using its internal battery and display is black when the device is plugged into ac. There was no patient harm or a serious injury reported as a result of this incident.